Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest if the device did not meet product specifications upon release into distribution.

Event description:
Article mentions that the patient underwent an uneventful tonsillectomy and was admitted for overnight observation due to his comorbidities (sleep apnea, trisomy 21, chronic lung disease, need for home suctioning of his oral secretions). He was admitted to a regular floor bed and was found unresponsive by his nurse during the night. The death was thought preventable had the patient been assigned to a unit with a higher level of care.